Manufacturer narrative:
Date of event is estimated. A patient experienced lead migration was reported to abbott. X-rays confirmed migration. As a result, both leads were repositioned to address the issue. The ipg was electively replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy after a fall. It was revealed via x-rays that both leads had migrated. Surgical intervention was undertaken on (B)(6) 2025 wherein the leads were repositioned. Effective therapy was restored post operatively.